Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to install the cartridge onto the pump. No impact to the customer's blood glucose. Reportedly, the customer loaded a new cartridge successfully.